Manufacturer narrative:
The pipeline flex has been returned and evaluation is in progress. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion treatment of a intracerebral aneurysm. Vessel tortuosity was moderate. All devices were prepared as indicated in the IFU. It was reported that at deployment, the pipeline flex did not open in its mid-position. The pipeline flex was resheathed one time, but could not be expanded. The physician reportedly removed the pipeline flex using a snare device. The pipeline flex will be returned for evaluation. It was not reported how the procedure was completed. There was no report of patient injury as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative - additional information, device evaluation the pipeline flex delivery system was returned for evaluation with the catheter. As received, the device was within the distal segment of the catheter. For further examination, the catheter was dissected to remove the pipeline flex delivery system. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the pipeline flex braid was found fully opened and moderately frayed; the middle and proximal sections were found fully open with no damage. Based on the analysis findings, the report of pipeline flex failure to open at the middle section could not be confirmed as the received pipeline flex braid was found fully opened. The possible cause of the middle section not opening could be a combination of damaged braid, device design, patient anatomy, and physician technique. Additionally, the received pushwire was also found to be severely damaged. The damages observed on the pipeline braid (fraying) and hypotube (stretching) suggest that excessive force was used. However, the cause for damages could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis¿.

Event description:
Medtronic received additional event information: the patient was undergoing pipeline flex implantation to treat a carotid cavernous fistula (ccf) in the right internal carotid artery (ica). The landing zone artery size was 4.1mm proximal and 3.9mm distal. After removal of the pipeline flex, the ccf was embolized using a liquid embolic.